Event description:
On (B)(6): customer reports via phone that during a bilateral retrograde procedure on a male (age unk), the system fluoro failed. Physician completed the procedure using endoscopy without further incident. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot a collimator power complaint and found a burnt connector on the 24 vac incoming power wire that connects to the locks board. Fse repaired the connections and verified proper operation using hut dr service manual 4041004, sedecal generator service manual 710953, huestis collimator service manual 710951, and the infimed platinum one tech manual 710273. Fse checked system per service checklist qssri4.1 and returned the unit to customer for service.